Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 3. Reference MFR reports: #1627487-2017-01382, #3006705815-2017-00264. It was reported the patient was seen by the physician for a suture removal appointment on (B)(6) 2017. It was noted the patient's implant site was infected. The patient was prescribed antibiotics.